Event description:
Boston scientific received information that this right ventricular lead exhibited insulation damage. As a result, there were non-specified high impedance measurements. Noise was also observed, which was over sensed causing inappropriate shock and pacing inhibition. There was no asystole of more than 2 seconds. A revision procedure was performed and the lead was extracted. Insulation damage was observed and the lead was returned for laboratory analysis. The lead was explanted and replaced successfully with a competitor product. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular lead exhibited insulation damage. As a result, there were non-specified high impedance measurements. Noise was also observed, which was oversensed causing inappropriate shock and pacing inhibition. There was no asystole of more than 2 seconds. A revision procedure was performed and the lead insulation damage was confirmed. The lead was explanted and replaced successfully with a competitor product. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed that the insulation was abraded and torn approximately 18.5 cm to 21 cm from the terminal pin. The distal high voltage cable was also fractured and the casing melted. Due to the location and physician characteristics of the confirmed abrasion and high-voltage conductor fracture, laboratory analysis concluded that the damage was likely caused by entrapment in the clavicle/first-rib area. Clavicle/first rib (cfr) entrapment is a known/identified risk for all leads when utilizing a typical subclavian venipuncture approach for implantation. If the lead is placed by the physician in a position where entrapment between the clavicle and first rib is a possibility, the force applied to the lead can abrade the insulation and/or crush and fracture the conductor coils. Laboratory testing was able to confirm the reported clinical observations.

Manufacturer narrative:
The product was returned for analysis. This report will be updated upon completion of analysis.